Event description:
It was reported that the lead was capped due to noise, oversensing, pacing inhibition, high impedance, and loss of capture. According to the boston scientific (bsc) representative, the noise, oversensing, pacing inhibition, high impedance, and loss of capture was due to lead failure. It was noted by the bsc representative that the lead had been implanted for 24 years or so. The lead was replaced. No additional adverse patient effects were reported.